Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated using a communicator. No further information is available at this time. At a later date, this device was explanted due to therapy upgrade, with a transvenous system implanted. No adverse patient effects were reported.